Event description:
It appeared the sphinctertome wire broke at the connection site. The doctor was aware of the problem and stated he did not see any part of the wire come off in the patient. The manufacturer rep was called to review the product. The manufacturer rep determined the cutting wire dislodged from anchoring position and the wire was completely intact.